Event description:
This occurred during a clinical study. A covid -19 flowflex antigen test from manufacturer acon provided abnormal results. The affected lot number is cov2020017. A potential study subject had been to a clinic and received a positive covid-19 test using a different manufacturer's antigen test; this was the subject's 1st antigen test. Based on that test result, the subject was referred to the clinical site for screening and enrollment. The clinical study is being conducted using the acon flowflex product. At the clinical site the potential subject was tested with flowflex lot number cov2020017 and tested negative; this was the subject's 2nd antigen test. Due to the contradictory results, the subject was tested a 3rd time at the clinical site with yet a different manufacturer's antigen test and again came back positive. The subject was tested a 4th time with flowflex lot number cov2020017 and came back negative. At this point, the subject had 2 positive tests from 2 different antigen manufacturers and 2 negative tests from the flowflex lot number cov2020017. The clinical site became concerned that there was an issue with flowflex lot number cov2020017. To further investigate, the clinical site then tested the subject a 5th time and used a different flowflex lot number cov2020195 which came back positive. The flowflex lot number cov2020017 provided negative results two times versus three positive results using 3 different manufacturers antigen tests. Each test was a fresh nasal swab. Lateral flow test. Reference report: mw5146640.